Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleges lung cancer and death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 10/16/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleges lung cancer and death. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed unknown dust/dirt contamination present on all surfaces of the base unit and humidifier base. The device did not return with an sd card. There is an unknown dust contaminate present at the iso port entrance. The manufacturer also observed the base unit was found to have moderate unknown dust/dirt contamination throughout the device internals. And moderate dust/dirt contamination was observed on device pca, seals were observed discolored., unknown condensation observed on outlet bellows of blower assembly. They also observed dust/dirt contamination within humidifier base discoloration of flip lid tank top and tank inlet and dry box seals were observed. The water tank was observed with mineral deposits and unknown residue observed on inside of flip top lid. The manufacturer concludes there was evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. The manufacturer verified the base unit provided airflow and the heater plate heats. The manufacturer found one error codes. Sections d8, d9, h2, h3, h6 has been updated in this report.